Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was around 270 mg/dl. Customer had treated with manual injection. The customer stated that the alarms occurred 5 to 6 hours after inserting infusion sets. The alarm also occurred after a bolus at times. The customer had gone through 4 sets due to the no delivery alarms in the past week. Customer also mentioned experiencing bent cannulas. The customer stated that she tried different infusion sets and believes the insulin pump wasn't at fault since it had been replaced. Customer had called several times regarding this issue and went through the troubleshooting process. Advised to call back when the no delivery alarms are occurring so troubleshooting can be performed. The customer refused to send the set and reservoir back for analysis. Nothing further reported.